Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: no problem in indicator lamps was confirmed upon setting the adapter on idrive. After loading sulu the third green indicator lamp was lit up. However it started the articulation of cartridge automatically with the calibration tones heard. After reset of sulu the same trouble was duplicated. Using another manual handle device, no problem was confirmed to complete the case. No patient harm. The patient current status: good operating time not extended. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown. The customer did not know if reinforcement material was used. No tissue loss, no tissue damage, and no blood loss of 500ccs or more.

Manufacturer narrative:
(B)(4).